Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05may2020.

Event description:
The customer reported that the ventilator produced the "low leak-co2 rebreathing risk" alarm message. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The customer was advised to replace the filter when this alarm occurs. The customer did not respond to requests for additional information.